Event description:
Boston scientific received information that following implant of this device, the physician reported seeing premature ventricular contractions (pvc) on the right ventricular (rv) channel. The pocket was manipulated which produced more of the pvc like behavior. The physician re-opened the pocket and re-tightened the setscrews and it occurred again to a slightly lesser degree with pocket manipulation. The decision was made to explant and replace the device. No adverse patient effects were reported..

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. Visual inspection confirmed a hole in the rv seal plug. A review of evidence submitted by the field indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.